Manufacturer narrative:
Integra has completed their internal investigation on 20 may 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the user's experience was confirmed. The device was evaluated by team members from cincinnati and billerica using the calibrated phantom base master fixture and crwfasp pointer. The returned device was found to measure no more than 0.20 mm out of calibration in the anterior/posterior positions for the left/right trunnion slots and the 55 degree arc slide rotation position. The DHR review has been deemed satisfactory. Date of manufacture: 06 nov 2015. Device history record reviewed for this product show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year look back in trackwise for this reported failure and or related to " un-calibrated" (calibration issue) for this product ID shows that (B)(4) complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: in summary, a potential root cause for the 0.2 mm out of calibration result is blunt tips on the cincinnati calibrated crwfasp pointers. The calibration requirements for the pointer have been revised to verify tip sharpness and the calibration frequency has been changed from yearly to monthly.

Event description:
A report was received on the crw precise crw precision arc system. On (B)(6) 2016, the system was uncalibrated. It was purchased in jan 2016. The incident occurred in the presence of the integra sales representative during the setting up of the device prior to its first clinical use. The crw precision system was set up on the phantom base for the customer with the established co-ordinates. The frame was found to be un-calibrated with the point ends which were not meeting. Pictures of this were provided. All of the settings on the frame and phantom base were set to zero yet the result was off by about 2mm. There was no contact with the patient, no patient injury or delay in procedure.